Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted the guidewire passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the guidewire felt 'sticky' when attempting to insert it into the lead. Another guidewire was attempted but the problem persisted. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.